Manufacturer narrative:
An event of a leaflet tear and central leakage were reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a double valve replacement was performed with a 23mm trifecta gt valve implanted in the aortic position and a 29mm epic valve (model number: e100-29m, serial number: (B)(4)) in the mitral position. During the 3-month follow-up on (B)(6) 2017, an echocardiogram was performed measuring the patient's peak velocity of aortic valve as 1.54 m/s, peak pressure gradient (ppg) as 9.5 mmhg, mean pressure gradient (mpg) as 5.2 mmhg and velocity of left ventricular outflow tract (lvot) as 1.04m/s. The six-month follow-up echocardiogram on (B)(6) 2018, measured the patient's peak velocity of aortic valve was 2.02 m/s, ppg of 16.3 mmhg, mpg of 7.7 mmhg and velocity of lvot of 1.09m/s. The one-year follow-up echo on (B)(6) 2018 measured the patient's peak velocity of aortic valve was 2.11 m/s, ppg of 17.8 mmhg, mpg of 9.9 mmhg and velocity of lvot of 1.07m/s. At the end of (B)(6) 2018, the patient suddenly experienced shortness of breath. On (B)(6) 2018, the patient presented at the hospital and was diagnosed with aortic regurgitation due to a leaflet tear observed on echocardiogram. A tiny central leakage was observed since the three-month follow-up. The physician alleges the early structural valve deterioration was due to the valve. On (B)(6) 2018, a valve in valve procedure was performed with a non-abbott valve and no complications were reported. Post-operatively, the patient is reported to be recovering. No anomalies were reported on the epic valve in the mitral position implanted with this valve.